Manufacturer narrative:
Follow up #1 10/11/2016. Device evaluation: the pump has been returned to animas and evaluated on 09/20/2016 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. The pump powered on with no issues. The pump¿s current draws were found to be within specifications. The alleged issue could not be duplicated.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had short battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.